Event description:
Pt needed transvenous pacer in ed per dr with fluoroscopy. Position of leads correct, but failed to capture. After much repositioning, leads removed and second set of leads tried; worked immediately.